Event description:
It was reported that during a sleeve gastrectomy procedure, the customer inserted the device. While taking out the obturator gas started to leak from the abdomen. The customer saw that the duckbill seal is not sealed. The customer had to open a new trocar to complete the procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Does this trocar have the optiview technology? No. Were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? Please describe the noise. Escape of air from the abdomen. Not hissing but rather strong wooshing. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes. It did damaged the surgeon ability to see. What was the gas consumption rate or volume (liter/minute)? 14. Was any torque being applied to the trocar or device? No. After inserting the trocar the air was flowing out. What was the patient status after the procedure was completed? All good. No problems. The analysis results found that the device was received in a good physical condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak without  the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery.  As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.